Event description:
Two different catheters were observed damaged as soon as removed from package. Each catheter had a kink in it. There was no harm to the patient. Both catheters were removed and a new one was used.